Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a transfupack set leaked from the top of its drip chamber. This occurred during patient infusion for an autograft. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.